Manufacturer narrative:
Analysis found the device to have a broken fuse on channel one. The fuse was replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the interface had no stimulation response during set-up for a neck dissection procedure. There was no delay to the procedure as another device was used. There was no patient involvement.